Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. Upon evaluating the unit, the fse tested the iabp unit with a training catheter and trainer without any issues. In addition, the fse verified that there was nothing unusual in the unit's logs, and therefore, determined that the unit operated as intended. The fse then calibrated the unit and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) display froze for approximately 15 minutes before the screen began to work properly. It was also reported that while the screen was frozen, the unit continued to pump without any issues. However, the end user swapped out the unit to continue treatment as a precaution. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) display froze for approximately 15 minutes before the screen began to work properly. It was also reported that while the screen was frozen, the unit continued to pump without any issues. However, the end user swapped out the unit to continue treatment as a precaution. No patient harm, serious injury or adverse event was reported.